Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Omsc presumes that the reported event might have occurred after shipping of the device and it is possible that handling of the device might have contributed to the reported event since the subject device underwent inspection before shipping. The instruction manual has warned about the device handling.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
It was reported that balloons very often burst during the functional test before examination. It was also reported that from time to time a balloon may burst or leak during examination. No further information was provided. There were no residues in the patient or no injury reported.